Event description:
It was reported that the patient received inappropriate high voltage therapy and experienced feelings of constant pain. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.